Event description:
It was stated that there were instances where the chemical solution did not flow. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was unable to duplicate the reported problem. The device passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.